Manufacturer narrative:
The information provided in summary with the initial report was incorrect. The correct information has been included with this report (B)(4).

Event description:
The customer was treated by eating carbohydrate for low blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose. The customer¿s blood glucose level was 2.4 mmol/l at the time of incident. The customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.